Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that a male patient underwent revision surgery due to loosening, corrosion and metallosis.

Manufacturer narrative:
(B)(4). This follow up report is being filed to relay corrected and additional information. (B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2016-02563, 0002648920-2017-00496. Complaint sample was evaluated and the reported event was confirmed. Inspection of the femoral head revealed minor scratches and black debris on the inside. Dimensional analysis found the device conformed to specifications. Design history record (DHR) was reviewed and no discrepancies were found. The report event is addressed in the associated risk documentation. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient was revised approximately 11 years post-implantation due to aseptic loosening of the acetabular cup. During the procedure, stained tissue, metallosis, corrosion of the trunnion, and black debris were noted. It is suspected that the cup loosening was due to these findings. An irrigation and debridement was performed and the cup and head were removed and replaced. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.